Event description:
The provider states the unit arrived with a cover. The provider may need to contact the mattress dealer or distributor to discuss this cover issue, all mattresses made and shipped form the manufacturer's location are manufactured to customers specifications, quality inspect and in good condition when shipped out.